Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being to deliver blood to the patient. After an unspecified length of time in use, blood was noted leaking from a tear in the tubing set near the connection of the tubing and the filter. It was reported that approximately 75 ml of blood was lost. The tubing set was replaced and the therapy was resumed. There was no reported adverse patient effect. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.